Event description:
This supplemental report is being filed as the evaluation method codes, evaluation result codes, and evaluation conclusion code have been updated.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that pacing impedances on the non-boston scientific right ventricular (rv) lead connected to this pacemaker were intermittently high out of range. Boston scientific technical services discussed programming options with the reporter. No adverse patient effects were reported. This pacemaker and the non-bsc lead remain in service.